Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was mostly black and had blue and red lines that blocked the graphics and text. Customer's blood glucose was 95 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.